Event description:
Sorin group (B)(4) of a mitroflow valve (model lxa, size 21mm, s/n (B)(4)) that was explanted on (B)(6) 2012, after approx 2.1 years, for reported bioprosthetic steno-insufficiency due to structural valve deterioration resulting from calcification.

Manufacturer narrative:
The device was received on (B)(6) 2012, but an eval summary is not available at this time. Initial gross examination and x-ray analysis confirmed the presence of leaflet calcification. Method - the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of MFR and release. Result - no definitive results at this time. Conclusion - no conclusion can be drawn at this time as device eval, including histopathology, is in progress.